Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was beeping and was found to have exhibited a high out of range shock impedance measurement of greater than 125 ohms. The system was reprogrammed and the ICD remains implanted and in service. No adverse patient effects were reported.